Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The product was evaluated through manufacturing review and only the reported tibial malpositioning could be confirmed through review of medical records. The device history records were reviewed and no discrepancies relevant to the reported event were identified. Per the package insert for the persona knee system, pain and swelling are known adverse effect of this procedure. However, a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical devices - persona vivacit-e fixed bearing cruciate retaining articular surface right 14mm catalog #: 42522000414 lot #: 63398942, persona cemented 5 degree standard tibial component right size d catalog #: 42532006702 lot #: 63804192, persona vivacit-e cemented all-poly patella 29mm catalog #: 42540200029 lot #: 63784012, palacos rg 1x40 single bone cement catalog #: 00111314001 lot #: 87764709, palacos rg 1x40 single bone cement catalog #: 00111314001 lot #: 85494572. The complainant has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this patient, please see all reports associated with this patient: 0001822565-2018-04132, 00026489202019-00311, 3007963827-2019-00137. Investigation incomplete.

Event description:
It is reported that the patient is experiencing pain, swelling, difficulty walking and popping sounds with walking approximately two months following knee arthroplasty. No additional patient consequences were reported.